Event description:
The pt had two leads from the same lot number. It was reported the pt's leads were explanted and replaced with a surgical lead to provide the pt with better coverage and pain relief.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.